Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not yet provided. Expiration date - requested, not yet provided. UDI - requested, not yet provided. Implanted date: unknown due to unknown occurence date. Explanted date: device was not explanted. Device manufacture date - requested, not yet provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal became dislodged 36 hours after deployment when the patient was leaving the hospital. When this occurred, manual pressure was held for 30 minutes. The patient was fine, and was discharged and sent home immediately afterwards.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide additional information.

Event description:
Additional information was received on may 16, 2018. There was no major blood loss. There was nothing dislodged. Additional information was received on may 22, 2018. The user facility did not know why the angio-seal dislodged.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.